Event description:
It was reported that the patient received two shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of the data, the first shock was appropriate for a wide complex tachycardia. However, it was not effective at converting the arrhythmia. The second shock was inappropriately administered due to narrow complex with high rates. An x-ray was taken and revealed that both the s-ICD and electrode are cranial. Technical services (ts) was consulted and reviewed the electrocardiogram strips and x-ray images. Ts noted a change in morphology with the inappropriate shock and that the system placement appears to be contributing to a suboptimal shock field. Ts advised the physician to optimize placement of both the device and electrode to increase shock efficiency. The physician noted they would take ts recommendations under advisement. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.